Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle is confirmed; however, the exact cause could not be determined. One 22 ga x 0.75 in safestep infusion set was returned for evaluation. The returned product sample was evaluated, and the needle was observed to be bent at its base. The following observations were noted during the sample evaluation: the sample appeared free of obvious use residue. The tip of the needle bevel appeared unremarkable. An attempt to advance the safety mechanism over the needle tip was unsuccessful. Based on the evidence provided with the returned sample, it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, or during shipping, or during storage of the product; however, no evidence was observed which supported a specific root cause of the event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the safestep needle is bent. There was no patient contact. On 06/02/2026: it was found during investigation the needle shaft was bent at its base and the safety mechanism could not be activated due to this bend.